Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the flexitrunk infant nasal tube is difficult to separate from the interface. It was further reported that this causes tearing in the tubes which means they must be replaced. No patient consequence was reported.

Manufacturer narrative:
The complaint (B)(4) flexitrunk nasal tubing is expected to return to fisher & paykel healthcare (B)(4) for evaluation but has not yet arrived. A follow-up report will be provided upon completion of our investigation.